Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Pd therapy was stopped and hemodialysis was initiated. The cause and treatment for peritonitis was unknown. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient recovered from the peritonitis. The patient's catheter was removed and hemodialysis was ongoing. Should additional relevant information become available, a follow-up report will be submitted.